Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 30 - motor stall) occurred with multiple cartridges during pumping. Reportedly, the customer dropped the pump and the cartridge came off of the pump. Additionally, the customer reported that the pump was making a loud sound "noise" when the customer attempted to load a new cartridge onto the pump. The customer reported that the metal piece (rack pushrod) that comes out of the pump was bent. The customer's blood glucose level was 136 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged events (alarm, cartridge removed, damaged pushrod) were verified. The alleged noise could not be verified.